Event description:
It was reported the device was used during a low anterior resection procedure. It was reported by the affiliate that some of the staples malformed. A new device was used to complete the case. There was no pt consequence.